Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the posterior cerebral artery with a max diameter of 4.3mm and a 3.8mm neck diameter. The landing zone (artery size) 3.6mm distal and 3.8mm proximal. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was, "the aneurysm issue was perfectly resolved postoperatively, and the dense mesh flow-diverting stent was well opposed to the vessel wall." It was reported that the device was advanced through a normal access route to the lesion site, and the dense mesh flow-diverting stent was then deployed. During deployment, the proximal end of the dense mesh flow-diverting stent was unable to fully deployed. Despite manipulation techniques such as combined pushing and pulling, the tip end of the stent could not be fully opened. It was noted that there was failure to open in the proximal section of the device. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). Ancillary devices include a terumo vascular sheath kit: rs*a80k10sq, boston scientific, m001198260. Support catheter, tongqiao-tdgc070-06-115 , phenom27 - fg150150-0615-1s, and a yingtai 0.014-200cm.